Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to external factors or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed. In addition to the gap of the adhesive on the distal end around the plastic distal end cover, the additional evaluation findings are as follows: due to a scratch on scope cover, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; due to damage on bending tube, bending angle in up direction exceeded the standard value; adhesive on bending section cover had a chip; connecting tube had a wrinkle; there was a chip in adhesive area between distal end and light guide cover; forceps channel port was shaved; and paint on suction cylinder was peeled; and the suction cylinder was shaved. The following device components were scratched: scope cover, suction connector, protector of universal cord on suction connector side, universal cord, grip, switch box, forceps elevator lever, right/left knob, up/down knob, control unit, and forceps elevator knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had the forceps elevator wire cut. There was no patient harm associated with the event. The device was returned and evaluated, and there was a gap of the adhesive on the distal end around the plastic distal end cover. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.